Event description:
On 23rd april 2026, it was reported by an arthrex employee via email that for an ar-6410, arthroscopy main pump tubing, the device did not function properly because negative pressure was not established at the membrane. This was detected during an unknown procedure on (B)(6) 2026. The procedure was completed by using a product with the same part number. No detailed information about the type of the surgery. No significant surgery delay reported. Nothing remains in the patient. No additional anesthesia administered to the patient. 30th april 2026 - the complaint initiator responded that the membrane was crushed, leading to the pump being discontinued from the start. This was a safety precaution, a preemptive cessation of use due to concerns that the pressure sensor would not function.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.